Event description:
It was reported that during use of this drill bit in a shoulder surgery, the tip broke off in the head of the humerus and was unable to be retrieved. The procedure was completed. To date, there is no report that further intervention is required.

Manufacturer narrative:
Investigation results: to date, the drill bit has not been received for investigation. A follow-up report will be sent following the investigation.